Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the procedure was a pci to the mid lad. The xience stent was attached to the indeflator. The three way tap was turned; however, it was realized that the indeflator was on positive; therefore, the stent and balloon began to inflate. The indeflator was pulled back to negative and the stent was manually crimped back on the balloon. An attempt was then made to deliver the xience stent over a bmw guide wire; however, friction was felt while tracking. The lad had a superior take off and the stent could not pass across the bend. An attempt was made to pull the stent delivery system out with the guide wire and the guide catheter, but the stent dislodged and was left in a small branch just next to the right femoral sheath in the groin. The procedure was then continued and another xience v stent was successfully deployed. The pt went to x-ray where a radiologist managed to snare the stent and remove it. No additional event or pt info is available.